Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: d3 (manufacturer email) corrected d2b (procode).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for nonocclusive popliteal vein thrombosis + large post-op hematoma. Event is serious and is considered moderate. Event is not related to device and is definitely related to procedure. Date of implantation: unknown. Date of event (onset): (B)(6) 2020; (left knee).